Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that a patient enrolled in the (B)(4) study, underwent a right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, severe trochanteric pain and bursitis was noted. There has been no reported revision procedure to date.